Event description:
Heli-fx aptus endoanchors were implanted as accessory devices for the endovascular treatment of a type ia endoleak from another manufacturer¿s stent graft . It was reported that during the intervention procedure, four endoanchors were implanted, resolving the endoleak. Approximately six months later, a type ia endoleak was observed. An intervention was performed approximately three weeks later. The physician performed a snorkel technique and implanted another manufacturer's aortic cuff; however, the event did not resolve. Per the investigator, the cause of the event was most likely related to the patient's anatomy. No additional clinical sequelae were reported and the patient is being monitored by the physician.